Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control cqe reviewed downloaded electronic records and observed that when the device was powered on the initial rhythm is detected in paddles lead and the ECG remains visible until the pacer button is pressed. Once the pacer button is pressed the device automatically switches to lead ii as pacing is performed through the therapy electrodes and can not monitor the ECG at the same time. The root cause of the reported issue is likely due to user error.

Event description:
The german national competent authority, bfarm, reported to physio-control that a customer had submitted a user report indicating that their device did not recognize its electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (B)(4) of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The (B)(6), (B)(4), reported to physio-control that a customer had submitted a user report indicating that their device did not recognize its electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.